Manufacturer narrative:
As reported, the capsure fixation device deployed two consecutive fastener ejections occurred at the same time. The subject device has been returned for evaluation. The evaluation of the device finds loose/deformed fasteners to have presented as there were five loose fasteners received with the device. The device functioned as intended during functional and simulated use testing. Based on the sample evaluation a definitive root cause could as to why fasters deformed during deployment in use cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure (tapp), a capsure device was used to fixate the 3dmax light mesh. It was reported that when the fastener did not eject during tissue fixation, surgeon re-gripped the handle, and two consecutive fasteners ejected. The mesh tore while removing the fastener that was caught in the mesh. Another mesh and fixation device were opened to complete the case. There was no patient injury.